Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 500 mg/dl. The customer reported treating with manual insulin injections. Troubleshooting was done. The customer was advised to change the entire set including the reservoir and insulin. The customer was advised to treat the high blood glucose levels per the health care professional's instruction. No additional information is provided.